Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to eri, fluoroscopy revealed externalized conductors. Electrical measurements were normal. The lead remains implanted. No adverse consequences to the patient.